Event description:
There was an issue with a faulty component due to that the patient was transferred to an alternate system for rescanning, which resulted in a treatment delay.

Manufacturer narrative:
There was a problem with a faulty component due to the patient was partially scanned before the scanner malfunctioned, requiring a transfer to another system for rescanning, which delayed their treatment. The corrective measure is to replace it with a new system with appropriate software upgrades. There was no harm to the patient or user. Any additional information received on this incident will be reported in a follow-up MDR.